Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Could not duplicate customer's complaint of electrode was laying on a patient and sparked by its self while connected to the generator. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found. Unit passed all diagnostics and testing. Multiple scratches on unit top plate and base plate; replaced the top plate and base plate. Minor scratches on unit fascia; no repairs needed. Performed service bulletin scbr23. This pump is 8 years old and has possibly seen heavy use in the field. Further a review into the depuy mitek complaints system revealed one other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the biomed the electrode was laying on the patient and it sparked by itself. The disposable was swapped out and the procedure was completed with no patient consequences reported. The device will be returned.